Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was stable.